Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, vomiting, and hemorrhage. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date the patient began treatment with an injection of amikacin (250milligram in 1st bag, 3rd bag) for peritonitis. Patient outcome was unknown. Action taken with dianeal and extraneal therapies were not reported. No additional information is available.